Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed the pretest assessment, because the thimble set screw was broken (failed thimble set screw and thimble lock operation pretests). It was further determined that the nose tube was damaged, and the thimble was missing the color ring (failed visual assessment pretest). During repair, it was determined that the gear was detached from the middle sub-assy and the bearing and gear from the back end sub-assy were corroded. It was determined that the issues were consistent with normal wear. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the locking mechanism of the attachment device failed. During in-house engineering evaluation, it was observed that gear was detached from the middle sub-assy and the thimble set screw was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.